Event description:
A small piece of the trocar orange adaptor was found on the groin after it was removed from the patient. Surgeon just did a diagnostic laparoscopy on patient using covidien mini step 5mm short trocar (reference number ms100705 and lot p1k1334). After the piece was found, the trocar was inspected for completeness and verified it was. Another surgeon was in the room, and he said that it also happened to him before.